Manufacturer narrative:
The company service rep examined the system and found bss had leaked into the system. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
The customer reported a system message displayed during cataract surgery. The system was rebooted twice but the system message would not clear. The surgery was completed manually. The incident occurred in the sixth surgery of seven surgeries planned. The last surgery was cancelled. The pt had topical anesthesia. Additional info received stated there was a delay in the surgery. The pt is fine. No pt injury was reported.